Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the collimator was replaced. The imaging system then passed the system checkout and was found to be fully functional. The collimator has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the collimator was out of alignment. Calibration was performed without resolution, as a collimator error appeared on the imaging system. It was found that the pulley and belts for the collimator were misaligned. There was no patient present when this issue was identified. No additional information was provided.